Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). Quality controls were performed and were acceptable. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of a questionable glucose result from an accu-chek inform ii meter. At 11:58, the result from the meter was 100 mg/dl. At 12:02, the result from a cobas c503 analyzer was 41 mg/dl.